Event description:
According to the event description: according to the event description: staff notice infusion pump was alarming as kvo, wanted to flush burette but notice there was still 20ml left inside the burette and there is discolouration of the solution. Checked with the rn (am shift nurse in-charge of patient), she is not aware of the volume and colour during physical round at around 0750hrs. Issue was reported to bme on (B)(6) 2026. It was found that the top roller clamp was not fully closed.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4) premarket submission # k083689, k142596, k191910.